Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12105. It was reported, the patient experienced ineffective stimulation. The physician explanted one of the leads and replaced it with the same model lead on (B)(6) 2015. It is unknown which lot number of lead was explanted, therefore, both leads are being reported as explanted. The patient reported receiving effective stimulation therapy post-operative.